Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 5 mg/ml at 0.4002 mg/day via an implantable pump for unknown indications for use. It was reported that the patient had a spinal fusion on (B)(6) 2024 and during the surgery, the doctor needed to cut and removed part of the catheter to complete the surgery. The rep stated that they were not present during the surgery on (B)(6) 2024. The catheter was removed during the surgery which resulted in interruption of therapy. Environmental/external/patient factors that may have led or contributed to this issue was the surgery. There were no diagnostics/troubleshooting reported. Actions/interventions taken included the patient having surgery on (B)(6) 2024 to replace part of the catheter that was removed during the separate surgery on (B)(6) 2024. The issue was resolved at the time of the report and the patient's status was "alive-no injury." The patient's weight was provided and medical history included chronic pain syndrome, pain in pelvis, degeneration of lumbar intervertebral disc, lumbar post-laminectomy syndrome, lumbosacral radiculopathy, sacroiliac disorder and neuralgia.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial #: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-mar-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.